Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was to inquire about the warranty for the intellis device and leads. The patient shared that sometime in march they saw settings not available on the controller screen and wanted to get in touch with a medtronic (mdt) rep. Patient stated that the last time they saw settings not available on their controller, they met with a mdt rep who adjusted their therapy and the problem was solved, however, the same thing happened again. Patient shared they were trying to get in contact with the representative they were previously seeing, but the rep hadn't responded to their calls, so the patient's wife left the rep a voicemail. Patient then stated that a different representative called them on march 22nd to set up an appointment. The patient had their appointment today and reported that the rep ran diagnostics and showed them that the left lead wasn't working. The rep noted that they weren't getting any feedback from the left lead. Patient confirmed they can't feel stimulation on their left side, but had been experiencing pain where the leads run up. Patient m entioned that as the rep was increasing and decreasing the stimulation, they started getting the same pain on their back. Patient mentioned that the rep believed there was a break in the lead. The mdt rep advised patient to call patient services for warranty information. Agent reviewed warranty information with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290, serial: (B)(6), product type: 0200-lead; implant date (B)(6) 2022, brand name vectris surescan; product ID 977a290, serial: (B)(6), product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there were high impedances and connection issue on the left lead. It was reported only the left lead was affected. The cause was not determined.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that they had been having a lot of problems with the device. Patient stated that one of the last times they spoke to healthcare provider, healthcare provider said that "one of the leads" wasn't working. Patient said that they have been going back and forth with the same healthcare provider that they used to see hcp but they couldn't seem to get any kind of results. Pt also added they are still having pain and they were told that a lead was broken. Pt also mentioned they have seen settings not available message; agent reviewed information - pt stated they will be on intensity 2 and then turn down to 1.9 but then cannot get up to 2.0 again.